Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non malignant pain. It was reported on 2016-nov-11 patient's pump had moved 4-5" from it initial location. Caller inquired about standards of practice for securing the pump in pocket, and it was reviewed option of suture loops and/or mesh pouch. Caller stated they were at the healthcare professionals (hcp) office yesterday to review options for re-securing pump. It was unclear at this time if the patient wanted to have surgery to repair. Patient reported some pain associated with the pump movement, otherwise therapy is working for pain relief. Situation was being addressed by hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.